Manufacturer narrative:
Concomitant medical products: 6944-65 lead implanted (B)(6) 2002; 459888 lead implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) pocket ripped open approximately six weeks post-implant while the patient was doing yard work. The system was removed at which time infection was noted. The patient received a new system approximately one week later. No further patient complications have been reported as a result of this event.